Event description:
The patient got an infection and as a result the implant became mobile. Surgeon is planning on removing the plate as a result.

Manufacturer narrative:
Investigation ongoing; rc unknown.

Manufacturer narrative:
The investigation concluded that the device met specifications and did not malfunction. The exact reason why infection appeared in the patient's mouth could not be established.

Event description:
The patient got an infection and as a result the implant became mobile. Surgeon is planning on removing the plate as a result.